Event description:
It was reported that this pacemaker failed to stop a cardiac problem episode the patient had. The patient went into sinus arrest with full body hot flash and with extreme dizziness, that lasted 5 seconds. Reportedly, these are symptoms the patient had before the pacemaker system was implanted. Further information was received indicating the symptoms were related to right ventricular (rv) loss of capture and the capture threshold was increased as corrective action, the patient appears to have low evoke response. In addition, more previous pre-syncopal events were confirmed to be related with a rhytmiq feature issue, which regulates rv pacing. The patient has experienced episodes as long as 10 seconds without capture and has been in the emergency room a few times with the same symptoms. The possibility of a rv lead revision is being discussed with the patient. This rv lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker failed to stop a cardiac problem episode the patient had. The patient went into sinus arrest with full body hot flash and with extreme dizziness, that lasted 5 seconds. Reportedly, these are symptoms the patient had before the pacemaker system was implanted. Further information was received indicating the symptoms were related to right ventricular (rv) loss of capture and the capture threshold was increased as corrective action, the patient appears to have low evoke response. In addition, more previous pre-syncopal events were confirmed to be related with a rhytmiq feature issue, which regulates rv pacing. The patient has experienced episodes as long as 10 seconds without capture and has been in the emergency room a few times with the same symptoms. The possibility of a rv lead revision is being discussed with the patient. Eventually, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.